Event description:
Information was received from a patient family member. The patient's family member reported they do not recall hearing the term "hyperflexia." It was reported the patient had a stroke (unrelated), and the patient's hcp initially said the patient's arm movements were not stroke related, but possibly implant related. A mdt rep checked the device and confirmed the leads were too low to influence arm movement. When checking the device, the rep found it had been turned off (the patient was currently in a nursing home) and that should not have happened. The rep turned it back on. The family member clarified they later met with the hcp who reported the patient's arm movement were in fact due to the stroke. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
H6 coding has been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that pt was admitted into the hospital on 01/21/2023 and has hyperreflexia of their arm. Caller stated the hcp thinks it may be due to the stimulator. Caller requested to connect with a mdt rep so the rep can meet with the pt and hcp. Caller was not certain when the hyperreflexia began. Tss reviewed information and transferred caller to nas.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.